Manufacturer narrative:
The reusable impactor head broke during surgery at the point where instrument connects to the impactor handle. A spare instrument was available and was used to complete the surgery. Review of inspection records for the affected lot of material indicate that the device was manufactured to specification.

Event description:
The reusable impactor head broke during surgery at the point where instrument connects to the impactor handle. A spare instrument was available and was used to complete the surgery.